Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported that when switching on, the ventilator had an error code indicating flow sensor failure. There was no patient involvement. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced flow sensor, calibrated the unit and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.